Event description:
Per the clinic, the patient experienced poor performance with the device and subsequent loss of connection to the internal device. It was also reported that open circuits were noted on some electrodes. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.